Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Patient reported left side rupture. Later reported "massive silicone leak" "physical and psychological stress" deformity, pain. Device has been explanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.